Manufacturer narrative:
The item has not been returned by the facility, therefore, no evaluation can be done. Per the picture of the instrument provided by the doctor, it appears to be broken and a small piece of metal is not present.

Event description:
Per the doctor while performing a biopsy for a intraventricular brain tumor, on the third biopsy, the forceps would not grasp and the instrument was removed. MRI was done and it appears to be a very small granular piece remained there. The procedure was completed with no further intervention to the patient.